Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus totals for three days did not match. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-nov-2017 with the following findings: a review of the black box showed the total daily dose basal history indicated a power interruption, followed by dates the pump was out of order. The total daily dose recording anomaly was a result of the time and date not being set correctly by the user after a power on reset event. Due to the incorrect date setting the total daily dose appeared to be inaccurate. The pump was run for 24 hours at a one unit per hour basal rate and at the end of testing the basal history correctly showed one unit and the total daily dose showed 24 units. The alleged total daily dose history recording defect was unable to be duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.